Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
(Scratches, scrapes) bleed-right outside cheek/face-skin [skin haemorrhage]; metal shaft is stabbing right outside cheek/face [face injury]; scratch-right outside cheek/face [scratch]; when oral b brush head comes off metal shaft is stabbing and scratching outside right cheek/face [injury associated with device]; oral b brush heads keep falling off handle while brushing, they do not grip or lock into handle [device breakage]; no rubber "o" ring with these heads like the others I bought [device physical property issue]. Case description: a (B)(6) female consumer reported that while using an oral-b triumph toothbrush, both oral-b brushheads, version unknown from a pack of 2 kept falling off, and the metal shaft kept stabbing and scratching/scraping the outside of her right cheek. She stated that sometimes the scratches bleed, and she had a bloody cheek. The reporter stated she brushes 2 to 3 times a day for a duration of 3 minutes, and unlike previously used brush heads, there were no rubber "o" rings with these 2 brush heads. The stabbing and bleeding had recovered, but the scratches were not recovered/not resolved. The overall case outcome was improved.